Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device is displaying error code post timer/24v failure. The customer reported there was no patient involvement at the time the issue was discovered. Philips tech support no longer assists with esprits. The ventilator is end of life and was not repaired. The device is being removed from service. If further information is obtained, this complaint will be reopened.